Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
As of 05/14/2015, it is indicated that the product is not returning for evaluation. Since the product associated with the complaint has not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. CAPA investigation (CAPA (B)(4)) has determined that certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have diverticulitis and pneumonia. This CAPA has identified acute and chronic inflammatory conditions as those that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA (B)(4) to contribute to a potential discrepant result. Root cause is unable to be determined at this time without product return. Further investigation into this issue is being performed under CAPA (B)(4).

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date inratio lab (B)(6) 2015 2.8 --- (B)(6) 2015 --- 7.83 patient self tester's therapeutic range: 2.0-3.0. Patient history of testing inratio results were within his therapeutic range. Two days later he was passing blood and was admitted to the hospital with colon bleed, diverticulitis and pneumonia. On (B)(6) 2015 he was admitted to the hospital; treated with vitamin k, levaquin and flagyl IV. Patient's hospital admitting records indicate "presents with abdominal discomfort, weakness after a road trip to california with truck stop food, abdominal discomfort, unable to eat for 3 days." On (B)(6) 2015 the patient self tester received 80mg lovenox prior to release on (B)(6) 2015.

Manufacturer narrative:
In follow up #1 it was noted that a review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. However, it should have read 'a review of the manufacturing records for lot 357499 revealed a non-conformance(nc) in which the lot originally did not meet final release specifications for therapeutic and normal cv%. This nc prompted the removal of sections from the lot that contributed to the high cv% values. After the culling of these sections, the lot was retested and no further issues were observed. The lot had met final release specifications.' The meter associated with the complaint was returned for investigation. The customer's complaint of discrepant low results was not confirmed during in-house testing. Retain strip testing on the returned meter met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The returned meter met functional and thermistor testing requirements during investigation. The curve associated with the customers discrepant inr result could not be retrieved from the meter memory. Due to this, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA (B)(4) to contribute to a potential discrepant result. Root cause is unable to be determined as the impedance curve associated with the customer's reported result was not found in the meter memory.